Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, the right ventricular lead exhibited no capture. Lead dislodgement was suspected. Fluoroscopy revealed the lead did not appear out of place. During intentional pacing, nerve stimulation was noted. The lead was repositioned successfully on (B)(6) 2017. The patient was stable throughout.